Event description:
A consumer reported that her father used thermacare heatwraps, lower back and hip wrap 1 applic for 4-6 hours while driving in 2008, when all of a sudden the heat from the product became unbearable and he had to rip it off; he had three or four burns on his back, 3rd degree burns, wounds that required surgery. She reported that her father was admitted to the hospital for flu symptoms and the burns; 3 or 4 burns were "surgically removed" from his back and the wounds stitched back up. The case outcome was recovered. The consumer stated that her father had discontinued use of the product. Past medical history included: allergy - none reported, medical history - slight heart murmur, slight heart problems. Concomitant medications included: heart medicine, high cholesterol medicine. Exact product used previously without incident: yes, many times. No further info was provided.

Manufacturer narrative:
The batch lot info was not provided by the reporter, therefore, unable to proceed with device evaluation.